Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, it was found that the pre-use check failure was due to a failed o2 cell/sensor test. Further assessment revealed that the nozzle in the o2 gas module and the o2 sensor were responsible for the failure. These components were replaced, and following the replacement, the device successfully passed all functional, safety, and calibration tests. It was then returned to the customer for clinical use. Analysis of the provided device logs confirmed the reported issue, but also that the flow transducer test had failed during the pre-use check. The replaced o2 nozzle unit and the o2 sensor were returned for further investigation. A visual inspection of the returned o2 nozzle unit revealed that the feather spring angle was deformed. This deformation could have contributed to the reported issue, as a faulty spring angle may lad to unstable o2 concentration. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It regulates gas flow through the gas module. The membrane is pressed against the mouthpiece by the feather spring to control the flow. A visual inspection of the o2 sensor revealed no abnormalities. The o2 sensor was then placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed for three days without generating any alarms or errors. After ventilation, several pre-use checks were performed, all of which passed. The reported issue could not be reproduced during testing of the o2 sensor. The conclusion is that the device failed to meet its specifications during the reported event. The most probable cause of the issue was determined to be the o2 nozzle unit, which may have affected the o2 sensor's performance and therefore contributed to the reported event.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).